Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. Customer¿s blood glucose was 60 mg/dl at the time of incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unable to verify missing segments or partial display due to critical pump error. Device received with corroded electronic assemblies, corroded motor home switch and cracked select button keypad overlay.